Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported experiencing issues with two sets within an hour of each other while transferring a patient who was suspected to have sepsis to CT. The line with saline separated at the engagement of the tubing to the y-port when crimped to give IV medication. A 3ml syringe had been attached to the set in order to administer zofran. It was not reported that the set for saline leaked. The pump segment on the line with heparin torn below the upper fitment and leaked into the pump module. The customer assumed the leak happened when the nurse opened the door of the pump module to assess the issue. There was no patient harm.